Event description:
It was reported to boston scientific corp that a contour vl ureteral stent was going to be used in an unk procedure. According to the complainant, when the package was opened, the stent was noted to be broken in half. The stent was not used on the pt. Multiple attempts made to obtain additional info have been unsuccessful.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available, and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental medwatch will be filed. (B)(4).